Event description:
It was reported that, while removing the coupling screw after getting the lag screw in place, the threads broke off inside the lag screw. The broken piece remained inside the lag screw, but the coupling screw was successfully removed with no further incident or delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: may 21, 2004. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one dhs/dcs coupling screw, short (part (B)(4), lot 4746457, manufactured may 2014), was returned with the complaint that ¿while doing a dynamic hip screw, after getting the lag screw in place, while removing the coupling screw the threads broke off inside the lag screw. The piece stayed inside the lag screw. ¿ upon receipt of the device it was seen that the entire threaded region of the distal shaft, it is no longer attached and was not returned, the complaint against this device is confirmed. The drawing for this device was reviewed and the design of this device was found to be adequate for its intended use. The root cause for the complaint against this device is likely excessive off axis force while fully threaded, during which time a guide shaft may not have been used. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. One part belonging to the dynamic hip and condylar screw system was received for this complaint. The technique guide was reviewed for proper use of these devices. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the end of the lag screw such that the tabs of the guide shaft seat into the slots of the lag screw. Given the method in which this assembly and insertion is intended to be performed, and the condition of the received device, it is most probable that this complaint was caused by the application of off axis force during insertion, as well as repeated use over time. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.